Event description:
The customer reported that while the unit was in use on a patient, the unit failed to trigger from invasive pressure or ECG signals. Therapy was discontinued. No pt injury was reported.